Event description:
Venous line fell out during dialysis treatment. Pt treatment initiated at 1255. Called for assistance at 1520. Blood loss 500cc due to blood loss from exit site and inability to return blood in system. Cuff was not visible at start of treatment. Pt did not make any sudden or jerky movements prior to catheter falling out.